Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub of bd precisionglide® syringe needles 25mm 8mm was defective during use. There was no report of serious injury, blood exposure, or medical intervention.

Event description:
It was reported that the needle hub of bd precisionglide syringe needles 25mm 8mm was defective during use. There was no report of serious injury, blood exposure, or medical intervention.

Manufacturer narrative:
DHR review shows there were no quality notification found related with this failure. A maintenance record of occurrence was detected. The sample of product was sent by the customer. An investigation, confirmed the failure and determined the probable root cause. The needle hub was defective/damaged, according sample sent by the customer. This occurred during needle shield device adjusting. This is an isolated incident. The defect identified by this complaint will be monitored.